Event description:
It was reported per field service report: symptom - reported by the cardiac cath lab that "balloon pump not recognizing the EKG trigger." Pump was on patient. Findings/action taken: observed no ECG signal on lead I and v using customers ECG cable. Observed all ECG signal lead I, ii, iii and v using my (field service representative) test ECG 5 lead cable. Customers cable is a 5 lead ECG cable p/n (B)(4) provided by arrow. Unit passed functional check out. The pump is back in service. Software level 2.24. Additional information received on (B)(4) 2013 from the field service representative (fsr) who spoke with the biomed that placed the service call to our fsr stated that the biomed has no information about the pump other than the loss of EKG trigger. The pump was delivered to his department with a note on it stating the problem. No other information was given to him. All that our fsr found was a defective EKG cable and the hospital has ordered a new cable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.